Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment, an internal blood leak occurred on two units of revaclear 300. The dialyzer was replaced with the same lot number to continue the treatment. However, another internal blood leak occurred and the treatment was discontinued. There was no patient injury or medical intervention associated with this event. No additional information is available.